Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening on anterior and radius assessed as surgical damage. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported right side "incision for drainage."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.